Manufacturer narrative:
This report is being submitted to relay additional and corrected information to supplement. The following evaluation has been completed by the supplier: (zest dental solutions). The complaint and product associated has been received, reviewed, and evaluated as required by the zest dental solutions complaint process and applicable regulations. The complaint evaluation included assessment of whether the event contributed to death, serious injury, or a malfunction that could contribute to death or serious injury. Events meeting this additional criteria were further reported to applicable regulatory authorities as required. Per the zest complaint process, the complaint condition reported was documented and reviewed to determine if further investigation was necessary. As applicable, such investigation was performed to identify and document whether the device failed to meet specifications. Subsequently, the complaint event was logged into the zest dental solutions complaint database for further, tracking, trending and monitoring. Such tracking, trending, and monitoring enables zest dental solutions to react appropriately to significant changes in the expected performance of our devices. In cases where the trend of performance does not meet expectations, customer notification and corrective & preventative actions are initiated as required by the zest dental solutions complaint process. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the screw portion of the locator abutment (imloa004) fractured. Doctor was able to remove the fracture portion from the implant. There was no report of patient injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw portion of the locator abutment (B)(4) fractured. The fractured piece was removed from the implant.